Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a customer with supplemental information provided by the nurse in the USA of a home patient (hp) that made a made mistake / touch contamination and peritonitis coincident with dianeal therapy. During a call with baxter home care services, the following was reported. On an unreported date, the patient experienced a breach in aseptic technique and went to the hospital for possible peritonitis. It is unknown if a peritoneal effluent culture was performed. Treatment was not reported. Per the customer, the peritonitis was related to baxter solutions, devices or disposable products. Follow-up was performed on (B)(6) 2013 with the home patient's registered nurse (rn) who stated the hp was not admitted to the hospital with peritonitis. The hp went to the hospital thinking he had peritonitis, but was never diagnosed with peritonitis. The hp was admitted to the hospital with hyperglycemia. Per the rn, the hyperglycemia was not related to baxter solutions, devices or disposable products. The hyperglycemia was related to poor diet control by the hp. No additional information is available.